Manufacturer narrative:
The reported events of failure to interrogate and no pacing were confirmed. As received, the device output and telemetry communication were not available. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found depleted. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was noted, during a clinic follow-up, that the device was unable to be interrogated and had no left ventricular (lv) output. The device was explanted and replaced to resolve the event. The patient was stable.